Manufacturer narrative:
The investigation into hemolysis has been completed. The impella device was not returned for evaluation. The cause of the hemolysis issue was most likely patient condition related. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-21634. E4 should have been left blank. G1 reporting contact email

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant had an impella cp support ongoing for a 79-year-old male patient admitted in an acute myocardial infarction / cardiogenic shock (ami/cgs). The pump was placed and support was ongoing but there were signs of hemolysis. The team had labs and urine color change. The pump was troubleshot with fluids, p-level adjustment, and explanted after 32 hours.